Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the valve moved out of its targeted location during final release from the delivery catheter system. A second valve was successfully implanted valve-in-valve, with resultant mild paravalvular leak post- implant. No subsequent adverse patient effects were reported.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A device history record review is not required as the complaint information does not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, among other factors. Mild paravalvular leak was reported following implant of a second valve. The reported information does not indicate a potential manufacturing issue with the second valve. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. (B)(4)